Event description:
The patient reported they had not been feeling well over the past few years. Following the explant of their pump the catheter was left in their body. Less than one week after the explant they experienced spinal headaches due to spinal fluid leaking back in to the pouch. The spinal fluid was leaking back down the catheter. The hcp removed the tip of the catheter and did a blood patch. The patient continued to have pain on their right side. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the blood patch had been done in (B)(6) 2007, which helped the spinal headache. It was noted the patient's pump had already been removed prior to the time of the event (refer to manufacturer report #6000030-2013-00023) and had been previously used to deliver morphine.

Manufacturer narrative:
(B)(4).